Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1362 ml during therapy initiated on (B)(6) 2011 23:35:55, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the device's event log was performed for the therapy initiated on (B)(6) 2011 23:35:55. A partial fill was delivered during fill 5 of 6 of 135 ml, which was less than the expected fill volume of 1500 ml. Review of the event log revealed the cycle 5 drain was completed on (B)(6) 2011 at 07:51 and the user's actual drain volume during cycle 5 was 1364 ml. The user had a partial fill and the actual drain volume of 1364 ml is 91% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:35:55. During night drain cycle five, the patient's ultrafiltration reading was 1362ml, indicating the home patient (hp) drained 1362ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.